Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, patient experienced increasing pain and squeaking sound. A revision procedure was performed around (B) (6) 2010 and the acetabular cup and modular head were removed and replaced. It was noted that an abnormal physiological reaction was noticed. No further information has been received to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Evaluation of the returned component found white debris that does not appear to be bone attached to the plasma spray on the superior side. There is little evidence of bone on-growth in the porous coating. The articulating side has scratches and deformation along the rim with one very worn area on the right side and the spherical radius shows scratches.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2006. Subsequently, patient experienced increasing pain and squeaking sound. A revision procedure was performed around (B) (6) 2010 and the acetabular cup and modular head were removed and replaced. It was noted that an abnormal physiological reaction was noticed. No further information has been received to date.

Manufacturer narrative:
Date of event - based on date reflected on the radiograph image received, revision procedure took place on or around (B) (6) 2010. Date explanted - based on date reflected on the radiograph image received, revision procedure took place on or around (B) (6) 2010. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B) (4).